Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. The patient reports that both of her breasts look like the breast implants are leaking, and there is a lump in her right breast. In addition, the patient suffers several unexplained systemic symptoms, including fatigue, feel unwell, low energy, brain fog, and feel sick. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient is hoping to undergo removal and replacement. However, at this time of report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.